Event description:
It has been reported to philips that, blue screen is coming on the live monitor intermittently. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that blue screen is coming on the live monitor intermittently. Fse did the troubleshooting and confirmed that the cause of the issue was ippc hdd. Fse replaced the os disk of ippc and re- loaded the software. After replacing the os disk of ippc the system returned to use in good working order. The codes were updated based on the investigation outcome.